Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tube damage with the incident lot was observed. This is most likely caused by the needle dragging down the inside of the tube wall when collection of blood occurred. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had a molding defect with short shots. The following information was provided by the initial reporter: "material no. 367861, batch no. 0345775 (2 of 2). It is reported tubes are misshaped causing analyzer to mark specimen as clotted. Verbiage received, - "tubes are misshaped or have blemishes on the inside of tube causing the analyzer to identify them as clotted specimens.""

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had a molding defect with short shots the following information was provided by the initial reporter: "material no. 367861, batch no. 0345775 (2 of 2) it is reported tubes are misshaped causing analyzer to mark specimen as clotted. Verbiage received, - "tubes are misshaped or have blemishes on the inside of tube causing the analyzer to identify them as clotted specimens.""